Event description:
A sales representative reported to baxter (B)(4) that a transfer set detached from the titanium adapter. The transfer set was on the patient since (B)(6) 2011. The standard prophylactic antibiotic dose was given to the patient. No patient injury has been reported.

Manufacturer narrative:
(B)(4). This complaint for connection issue with a titanium adapter was not confirmed, during the sample evaluation, and the root cause could not be determined. The titanium adaptor received was visually inspected and no defects were found. The connection of the returned titanium adapter to a mating component of a transfer set was functionally tested and no issues were noted.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).this issue is being investigated through CAPA.